Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision cannot be confirmed but may be the result of an insufficient bond between the glenoid component and the bone and/or the humeral stem and the bone which led to aseptic (on-infected) glenoid loosening and humeral loosening respectively and/or the inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient related considerations could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10 (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6) 320-02-42 - rs expanded glenosphere 42mm, +4mm offset (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-04038. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 54 months after a total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, dysfunction, tightness, discomfort in shoulder, limited daily activities. No further issues or complications were reported. No additional information is available.